Event description:
There was a hole in the outer bag.

Manufacturer narrative:
It was reported that on (B)(6) 2026, there was a hole in the outer bag of the product. The outer bag was removed, and there was no injury. There was no patient, no death, and no follow-up care, medical, and/or surgical intervention or treatment required.